Manufacturer narrative:
(B)(4). At the time of this report it is unclear which screws were stripped and which ones were cold welded. It is unknown which screws were explanted during removal and which screw remains in the patient. Concomitant products: 816235807 prox tib lock plate rt 7h std lot unk. 816140085 4.0mm canc lock screw 85mm lot unk. 815037046 cortical screw 3.5 x 46mm lot unk. 816135042 3.5mm cort lock scr 42mm ns lot unk. 816135040 3.5mm cort lock scr 40mm ns lot unk. 816135050 3.5mm cort lock scr 50mm ns lot unk. 816335075 3.5mm multidirect screw 75mm lot unk. 816335085 3.5mm multidirect screw 85mm lot unk. It is unknown which screws stripped and which had cold welded to the plate. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a plate removal procedure some screws were stripped and some locking screws had cold welded to the tibial plate resulting in the plate and one screw remaining implanted. No additional information is available.